Manufacturer narrative:
H4: device manufactured between august 30, 2019 to august 31, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a small tear at the lower left side edge of the bag. Functional testing was performed, and it was noted that there was a leak from the lower left side edge of the bag. A magnified visual inspection was also performed, and it was verified that there was a tear/hole in the lower left side edge of the bag approximately 0.25 inch above the bottom left side shoulder port weld causing the leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the unspecified location. The leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.